Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that when attempting to insert a purge disc into their (automated impella controller) aic, the grey holder was found sheared off from the console and loose in the purge area. The aic was replaced as a result of the noted damage. There was no patient harm.

Manufacturer narrative:
The investigation for the console purge disc/flag issues has been completed. The console was returned for evaluation. The data logs were not relevant to the reported event. The console was visually inspected and confirmed that the purge retainer was broken. According to clinical details, the clinical staff reported that the ¿holder¿ was sheared off the console they meant the purge retainer. Therefore, the root cause of the reported issue was due to a broken retainer.